Event description:
A customer reported a permanent (partial) hearing loss due to chronic ear infections which resulted from his long term use of CPAP therapy. The MFR's investigation included an assessment of the reported incident and the pt's pre-existing conditions and product labeling. The MFR's request for the return of the CPAP device was not honored; however, the customer's allegation was regarding long term CPAP therapy use and not the CPAP device. During an interview of the customer he stated that the hearing loss was diagnosed by an ent specialist approximately 18 months earlier, after approximately 10 years of CPAP therapy. According to the ent specialist the hearing loss was the result of chronic ear infections in both ears. The hearing loss in the pt's left ear was reportedly greater. The customer did not provide a reason for the delay in informing the MFR of his hearing loss. According to the customer they had a pre-existing chronic ear infection condition diagnosed approx 18 months before the hearing loss diagnosis. The customer had been prescribed prophylactic ear drops and reported that when the ear drops were used, he did not contract ear infections as a result of their CPAP therapy.

Manufacturer narrative:
Other, complaint history review product labeling (indications for use, contraindications) states that "the use of positive airway pressure therapy may be temporarily contraindicated if you exhibit signs of a sinus or middle ear infection." Product labeling also info the user to "contact your physician if you have any questions concerning your therapy" (remstar m series user manual, section 1.3.3 contraindications, part number 1016452). Based on their investigation the MFR believes there is insufficient info to conclude the pt's chronic ear infections and or his subsequent hearing loss were caused or contributed to by the use of CPAP therapy. To confirm this conclusion with that the reported outcome was not part of a trend, the MFR performed a review of their complaint database for previous cases alleging hearing loss. This review included all CPAP device complaints received during the previous four years ((B)(6) 2005 to (B)(6) 2009). No complaints alleging hearing loss as a result of CPAP therapy were identified. One complaint alleging a middle ear infection as a result of CPAP therapy was identified; however, no loss of hearing or other intervention was required to treat this condition. Based on these findings the MFR concludes their CPAP device was not the cause or a contributing factor of the pt's outcome and that no further action is appropriate.